Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient received a transmitter not found message during their sensor session. Additional event or patient information is not available. Data was provided for evaluation. The reported issue of "transmitter not found" was not confirmed. However, loss of connection was observed and confirmed via data log review. A root cause could not be determined. This complaint was deemed reportable on (B)(6) 2016 based upon finding of loss of connection.